Event description:
While troubleshooting a problem involving vitamin b12 controls, the customer received discrepant vitamin b12 results for one patient sample. Initial result gave 217 pg/ml. Same sample repeated nine times gave 343, 340, 330, 328, 326, 337, 330, 337, and 333 pg/ml. The initial result was reported, and an amended report was sent. The user does not know if the pt was harmed as a result of the initial discrepant result. The field service rep determined a dirty measuring cell to be the cause, and performed flowpath cleaning. Performance tests performed which were within specification.